Manufacturer narrative:
Findings: unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and occlusion test due to physical damage. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test and force sensor test. Pump was returned for pump error 25. Power management tool confirms the unloaded voltage(ul vlith) loaded voltage (loaded vlith) are within specs. However, pump error 25 found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with faded serial number label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 127 mg/dl. Troubleshoot was done for power error detected alarm. The insulin pump will be returned for analysis.